Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease fold is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
The device has been explanted and replaced.